Manufacturer narrative:
On 21 january 1998, the physician reported that the swelling was not associated with collagen. The swelling was more from angiodema phenomenon and not a localized reaction with induration.

Event description:
A consulting physician reported a pt who was treated by another physician on 10 october 1996, 13 october 1996, and 1 november 1996 beneath the eyes. In november 1996 (exact date unknown), the pt developed swelling and some lumpiness beneath the eyes. The pt consulted the physician for persistent swelling and lumpiness. The consulting physician was uncertain of collagen's contributions towards the symptoms. The physician discussed the use of kenalog.